Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level and was due to fasting. However, while sleeping, the customer did not hear the low bg alert. The customer did not report a device issue, but reported not hearing the alert as use error. The customer changed the low bg alert repeat setting from "never" to "one hour".